Event description:
It was reported that during a percutaneous coronary intervention (pci) a guide catheter tip detachment occured. The target lesion was located in the distal left circumflex coronary artery. The physician attempted to advance the mach1 guide catheter to the target lesion using significant force due to severe calcification in the aorta. Once at the target lesion site, the physician "torqued" the device several times using significant force in an attempt to advance the guide catheter across the lesion, however, the distal tip of the guide catheter detached. The physician advanced an unspecified 0.035 inch guide wire and an unspecified snare catheter to the target lesion. After spending approx 15-20 minutes attempting to snare the detached tip, the physician successfully captured and removed the detached tip from the patient. The physician then injected contrast in the left circumflex and confirmed that no vessel damage had occured. The pci was not completed due to this event. The patient was scheduled for bypass surgery to complete the initial procedure. It was noted that the bypass surgery was successful and that the patient's condition "became better". The patient was discharged from the hospital.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.